Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on ni/ni/ni after the use of the product.

Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with MDR # 1225714-2013-01390.